Manufacturer narrative:
The name of the initial reporter is unknown. The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. The console was booted, and the controller error was reproduced. A new lamp assembly was replaced, and the controller error issue resolved. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a controller failure (red alarm). A loaner was sent to the customer. No report of patient involvement.